Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted.

Event description:
The initial reporter received a questionable result from a coaguchek xs meter with an unknown serial number. At 2:30 pm, the meter result was 1.8 inr. At 3:20 pm, the laboratory result was 1.1 inr and was believed to be correct.